Event description:
The clinician reports the implant was inserted on (B)(6) 2019 in ada 19. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2022, fracture of the implant was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain and bleeding. No further patient complications were reported.